Event description:
I use an insulin pump. I received an email that I qualified for an upgrade because my warranty was up. During the conversations, the rep informed me that there had been issue with other people with the pump. As we discussed these issues, I realized I experienced all of them. I then (B)(6) recalled infusion sets because I was getting so many low blood sugars. I was prompted by medtronic recall site to put in lot numbers and mmt numbers and found out that 7 of my infusion sets were recalled. Two had been opened, and I had been using them. In addition I have had severe low blood sugars over the last 3 months and extremely high blood sugars. After reading the recall info, I realized that I was having the issues that the medtronic had warned consumers to report. In addition, I never received any info on the recalls. I'm pretty pissed. Dose or amount: 10 injection(s), frequency: at least 10. Dates of use: (B)(6) 2017 - (B)(6) 2018. Diagnosis or reason for use: I am a type one insulin dependent diabetic.